Manufacturer narrative:
(B)(4) final report. The manufacturing records were identified and reviewed on the revised parts. They conformed to material and dimensional specifications at the time of manufacture. Additional information, such as xrays, operative notes, patient activity levels and medical history, if the patient experience any trauma, and an update on the patient post-revision were requested on (B)(6) 2023. No additional information was provided. Based on this, no further investigation can be performed. The root cause remains unknown and this case is now considered closed. If additional information is provided, the case may be reopened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event

Event description:
Apex femur, insert and locking bolt revision after approximatively 5 years due to loosening.

Manufacturer narrative:
(B)(4) initial report. The appropriate device details were provided. The manufacturing records will be identified and will be reviewed. Additional information was requested, such as xrays, operative notes, patient activity level and medical history, did the patient experienced any trauma and an update on the patient post revision. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.